Manufacturer narrative:
Complaint history analysis, risk assessment. Results: there have been 120 previous complaints for this device. Previous investigations concluded the failure was the result of user-error. The device was returned in the tip was confirmed to be broken. The DHR for the batch of this device was reviewed and no deviations were reported. The surgical technique states, "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided, as it can cause bending or breakage of the inner shaft". Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.

Event description:
It was reported that, "the tip of the reflex hybrid removal driver draw rod broke off within a reflex hybrid screw during a plate removal."